Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to liver transplantation. At 49 days post-procedure, the study stent was noted to have migrated distally at least 4cm. There were no adverse medical problems as a result. The stent was removed, and no additional stenting or endoscopic therapy was necessary because the stricture was resolved. Additional procedures performed at same time as study stent placement: pancreatic stent placed for pancreatitis prophylaxis sphincterotomy. Location: common bile duct - transpapillary. This event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.

Manufacturer narrative:
Device evaluation: 01 x clso-7-12 device of lot number c1566261 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1566261. A review of the manufacturing records for clso-7-12 of lot number c1566261 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: it should be noted that according to the instructions for use (ifu0045) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with biliary stent placement. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the customer, the plastic stents migrated at least 4cm distally after approximately 49 days after the procedure. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with biliary stent placement. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, the migrated stent was retrieved and no additional stenting or endoscopic therapy was necessary because the stricture was resolved. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jun-2025.